Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a surgical procedure to revise their neurostimulator. The patient was having a difficult time charging their device due to a mobility issue. There were no issues with the original device, however, the patient felt that it made more sense to switch to a non-rechargeable neurostimulator. The tined lead was not changed. The patient was reported to be doing well post-revision. There were no complications reported.